Event description:
It was reported that there was a volume discrepancy with the pump. The reservoir was expected to contain approximately 2 ml, but was actually found to contain 9ml. It was stated that there were no patient symptoms or injuries related to this event. Eight days later, it was reported that there had been volume discrepancies at eight of the patient¿s refills. The first reported volume discrepancy took place on (B)(6) 2012 and consisted of an expected reservoir volume (erv) of 4.8 ml and an actual reservoir volume (arv) of 15 ml. Of the other discrepancies the largest involved an erv of 5.6 ml with an arv of 15 ml. The device system was delivering morphine per printout. Nine days later, it was reported that no troubleshooting had been done at the time of report. It was stated that the physician and patient were waiting for recommendations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that a catheter access port (cap) test was performed. No anomalies were seen and the catheter seemed to perform well. It was stated that the patient had periods of increased pain that repeated every few weeks and would last up to one week. It was noted that, when the pump was implanted about three years prior to report, the existing catheter showed good liquid flow. It was also stated that the reporter had no definitive catheter data. At the time of report, the physician was not planning a surgical catheter revision, though he did plan to perform another cap test.